Manufacturer narrative:
The device history records were reviewed and this lot met all release criteria. The device was returned for evaluation. The investigation is confirmed for the detachment, as the probe tip was returned detached from the probe. The investigation is also confirmed for a break, as an internal stop was found to be broken. The root cause for the tip detaching was determined to be due to the internal stops breaking off. When the stops broke off, the cutter was forced up into the probe tip (this force is seen in the damage to the cutter tip). However, the root cause for the internal stops breaking is unknown. Due to the break in the laser welding of the probe tip to the probe needle, it is possible that the reported event is manufacturing related.

Event description:
It was reported that during an ultra-sound guided breast lesion excision, the lesion was removed and it was noted that tip of the probe detached in the patient. Another probe was used to complete lesion excision on the other breast. After completing removal of all lesions, the detached tip was surgically removed. There was no reported patient injury and the patient was discharged from the hospital.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. This file was missing patient data, spoke with international representative regarding patient information missing from the file and was advised that the patient details were unobtainable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.